Manufacturer narrative:
Batch review performed on 20 august 2019: lot 172587: (B)(4) items manufactured and released on 17-oct-2017. Expiration date: 2022-10-05. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Additional implants involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721), lot. 174525. Batch review performed on 20 august 2019: lot 174525: (B)(4) items manufactured and released on 15-dec-2017. Expiration date: 2022-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved: screws: mpact 01.32.6530 cancellous bone screw, flat head ø 6,5 l 30 (k103721), lot. 175082. Batch review performed on 20 august 2019: lot 175082: (B)(4) items manufactured and released on 11-oct-2017. Expiration date: 2022-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved: screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721), lot. 175731. Batch review performed on 20 august 2019: lot 175731: (B)(4) items manufactured and released on 09-jan-2018. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved: stem: amistem h 01.18.133 ha coated std stem size 3 (k093944), lot. 175917. Batch review performed on 20 august 2019: lot 175917: (B)(4) items manufactured and released on 07-feb-2018. Expiration date: 2023-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115), lot. 174721. Batch review performed on 20 august 2019: lot 174721: (B)(4) items manufactured and released on 22-nov-2017. Expiration date: 2022-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. On (B)(6) 2019 we were informed that the surgeon would have removed all hardware and implanted an antibiotic spacer on (B)(6) 2019 (1 year and 5 months after primary). The surgery was completed successfully.